Event description:
It was reported that a user of the ilet system experienced persistent hyperglycemia, with glucose reaching 400 mg/dl and remaining elevated, while using multiple meal announcements as corrections and demonstrating difficulties responding to alerts, changing supplies, and managing infusion sets. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting education and a factory reset, with referral to a clinician for dietary guidance. Investigation included review of device data and user reports, customer care troubleshooting, and instructing on correct supply changes, cartridge handling, air bubble mitigation, alert response, infusion set management, and when to replace components for sustained hyperglycemia. Investigation of this case revealed user technique issues, including using meal announcements for correction, potential infusion set or cartridge handling errors, and possible air in the system. It was concluded that the event was attributable to use error and inadequate user training rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.